Manufacturer narrative:
(B)(4). The serial / lot number was not provided. Therefore, a manufacturing date is not available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the pedicap failed to change color from purple to yellow. There is no report of death or serious injury associated with this event.